Event description:
"One of our pts experienced a burn on the forehead after having the nirs probe in place for a short period of time. It was an adhesive probe placed on a baby in the operating room. We are investigating the skin prep (if any) that was performed. I also kept the probe." The sensor was left in place for more than 8 hours. The sensor labeling indicates "caution - inspect the sensor application site(s) 15 minutes after sensor application and at the least every 2 to 4 hours to ensure correct sensor alignment and skin integrity."

Manufacturer narrative:
The sensor was left in place for more than 8 hours without inspection. The sensor labeling indicates "caution - inspect the sensor application site(s) 15 minutes after sensor application and at the least every 2 to 4 hours to ensure correct sensor alignment and skin integrity." A facility nurse practitioner looking at a photo of the sore seemed more like pressure wounds than a burn due to a lack of redness around the periphery of the sore. Conclusion: the evaluation performed on the suspect sensor, returned on (B)(4), identified no thermal (excess temperature testing) or electrical concerns (leakage current testing) that could be associated with the root cause of the reported injury. Some planned evaluation steps were unable to be completed due to damage of the device after removal from the pt. The device was functional when removed, but no longer functioned when received by nonin for evaluation. Evaluation: testing and investigation of the suspect sensor returned per (B)(4) included the following. Info gathering: from initial notification of the event, the evaluation team worked to obtain relevant info to better understand the details surrounding the event. Receipt pictures: upon receipt of the units associated with (B)(4), picture were taken of all package contents to document what was returned and in what condition it was received. ((B)(6) 2013). Close-up pictures: close-up pictures were taken of the suspect sensor and an unused sensor. Pictures concentrated on the four optical components of the sensor (two leds and two photo detectors), but also included a general inspection of the entire pt applied portion of the sensor. (08/08/2013). Manufacturing final test: the manufacturing final test was performed on the suspect sensor and a reference sensor in accordance with 7911-000. (08/08/2013). Leakage current: the leakage current test was performed per section 7.1.1 of qatp2297 with the associated test equipment. No humidity preconditioning was performed. This testing was performed to determine if any electrical concern was present during use of the sensor. (08/07/2013). Excessive temperature: the suspect sensor, the unused sensor that was returned, and a reference sensor were tested per qatp1067 - excessive temperature. During the test, the temperature of the emitters (leds) was monitored using thermocouples to determine if an elevated temperature was achieved that could cause a thermal concern. (08/06/2013). X-ray pictures: the suspect sensor and an unused sensor were x-rayed to inspect internal components and wiring for any defects. ((B)(4) 2013).